Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with unformed clip taped to the handle and in good physical condition. No conclusion could be reached as to why the clips were unformed. The instrument was cycled, fed, and formed the clips within design when tested. It was concluded that the instrument was conforming to design specs. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparoscopic cholecystectomy the surgeon loaded the first clip and it closed on the cystic duct. The second and third clips spit out the distal jaws of the applier. Another er420 was used to complete the case.